Manufacturer narrative:
No conclusion code available: the reported field event of a high ventricular pli measurement anomaly was confirmed in the laboratory. Parylene was confirmed to be present around the v-ring contact spring. This parylene prevented proper contact between the spring metal and the lead electrode, which resulted in the high ventricular pli values.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during elective device replacement high, out of range, pacing lead impedance was noted with the new device. Another device was implanted. The patient's condition is fine after the event.